Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the system did not power up. Review of the logfiles shows control module power not ok malfunction. Upon troubleshooting, philips field engineer (fse) visited onsite and confirmed that the power supply unit (pdu fantray and dcps) is broken and the fuse on the circuit is blown. Fse replaced the pdu fantray and dcps. After the replacement of pdu fantray and dcps and hard drive, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power up. No harm was reported to philips. Philips has started an investigation of this complaint.